Manufacturer narrative:
For the reported malfunction, the lot number was provided and a lot history review was performed. For the reported information and based on the investigation of the returned catheter sample it was confirmed that the user could only partially deploy the stent graft. The deployment mechanism was found actively used, elongation was found on the outer catheter indicating increased release force; the stent graft was found partially released. An indication for a process related issue could not be found. Based on the information available, a definite root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model fvl12100 vascular stent graft allegedly experienced a misfire. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old male patient was (B)(6) kgs.